Event description:
The customer reported to olympus that when using a gastrointestinal videoscope, the one-way suction valve was broken in the channel. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, it was observed that the air/water nozzle and the channel was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (broken suction valve) was confirmed. Due to a clogging of the tube, the channel cleaning brush could not be inserted smoothly. The suction tube was clogged and there was a whitish foreign material found at the entrance of the suction cylinder, body control unit (bcu) side. In addition to the clogged air/water nozzle and tube, additional evaluation findings were as follows: the scope body packing joint detached, the right/left and up/down knobs had discoloration, the control unit and the screw stopper had cracks, the label on the suction connector was damaged, the insulation resistance at the distal end did not meet the standard value, air supply volume did not meet the standard value, the plastic distal end cover had a chip, the adhesive on the bending section cover had wear, the connecting tube had buckling, and the universal cord had a wrinkle. Also, the following components had scratches: the switch box, the scope connector cover unit, the scope connector case unit, the electrical contact of the endoscope connector, the light guide cover glass, the objective lens, and the light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was limited to a white foreign material like glue or plastic was found at s-cylinder. Olympus will continue to monitor field performance for this device.